Event description:
Info received indicates the casters are locking into brake, but continue to swivel.

Manufacturer narrative:
The technician isolated the issue to worn casters and stripped hole in the hex shaft for the screw. He replaced the brake casters, the head end hex shaft and shaft screws to repair the stretcher.